Manufacturer narrative:
Initial reporter's address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed, but could not be released from the catheter. Reportedly, it was noted that the handle was broken. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed, but could not be released from the catheter. Reportedly, it was noted that the handle was broken. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's address: (B)(6) block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. It was also noted that the device returned without the over sheath. The device was returned partially disassembled; the control wire was outside of the handle, and a kink was found near the handle. It was possible to observe that the spool was found outside of the handle. Microscope examination was performed, and it was confirmed under high magnification that the yoke was not attached to the control wire. Additionally, the distal end of the catheter was unraveled and was kinked. No other issues with the device were noted. The reported event was confirmed. However, the investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. An investigation is in place to address this issue.